Event description:
Reportedly, in 2004 a pt was admitted to the facility for fetal distress and an emergency c-section was performed. The procedure was completed without incident. Approximately 32 hours post procedure the pt was observed with evisceration from the fascia at the suture sites. To repair the wound reoperation was required. The facility reports the sutures were broken, but the knots were intact.